Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer woke up with an elevated blood glucose (bg) of 326 mg/dl. Customer changed out the cartridge/ site and performed a correction bolus, but bg levels continued to elevate. Customer went to the emergency room (ER) when bg levels reached 420 mg/dl. While in the ER, customer was treated with intravenous fluids and discharged 4 hours later. Customer's bg levels had dropped to 140 mg/dl at the time of discharge. System check was performed with tandem technical support and the pump performed as intended. Recommendation was made that the customer discuss bgs with a healthcare provider.